Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was explanted due to lead migration. The date of the explant was undetermined at this time.

Event description:
Additional information obtained identified the lead did not migrate. However, due to the position of the lead it was difficult to increase the amplitude and provide the patient stronger stimulation.